Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. Customer drank juice, ate some food and disconnected from the pump to address the low bg level. The customer also reported that they had cramping in both feet because of the low bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.